Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level had rose to 400 mg/dl. Once the pod was removed from the infusion site it was discovered that the needle had not retracted upon initial activation. As treatment, the patient administered 15 units of insulin via syringe injections. The pod will not be returned as it has been discarded. The patient's blood glucose and insulin history are as follows: (B)(6).